Event description:
Information was received that reported a pt had been hospitalized in 2005 due to hypoglycaemia. It was reported that for a few weeks prior to the hospitalization the pt had been having problems with the pump alarming "blockage detected" during the first bolus after loading a new cartridge and infusion line (medtronic quick sets). It was described that the pt loads a new cartridge and performs the "fill tubing" and "fill cannula" functions without incident; however, when they give themselves a subsequent bolus the pump gives a "blockage detected" alert. The pt disconnects, primes the line, reconnects and does not get any further "blockage detected". The pt's technique was reviewed with a certified diabetes educator who could find no fault with the pt use of administration sets, insertion sites, etc. They also reviewed the pump history, programming, and bolus corrections and could find problems. The device will be returned for evaluation, to ensure that it is functioning correctly and did not contribute to the reported incidence.